Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The exact date of occurrence is unknown; however, it is known to be in the month of september. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a access clearlink solution set would not prime. According to the report, the reporter stated ¿fluid would not prime down the line without additional clamping of the chamber¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.